Manufacturer narrative:
The gliderite rigid stylet used during the reported incident was not available to be returned to verathon for evaluation; however, there was no alleged device malfunction having caused or contributed to the reported tissue damage. It was reported that no blame was placed on the student or crna but that it is understood that this can happen due to friable tissues as the patient had a difficult airway with lots of soft tissue and being on blood thinners. Verathon has attempted to follow up with the facility for additional information regarding the reported incident including details of the ett used with the stylet, user training, and patient outcome. To date, no additional information has been made available. Review of complaint history for gliderite rigid stylets did not identify any similar complaints reported to verathon. Trending analysis for gliderite rigid stylets does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Should additional information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a gliderite rigid stylet, the patient experienced tissue damage when the endotracheal tube (ett) was pushed through their tonsils. It was reported that the patient's case had to be cancelled and a repair completed by an ear, nose, and throat (ent) physician. The patient was reported to be obese, with a lot of soft tissue, a small mouth opening, and on blood thinners.